Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced no stimulation sensation. The therapy was on and the amplitude was increased, but was not able to feel it. This started last week. The impedance measurements were normal, 900-2000 ohms. The leads were placed at lumber (746 ohms) and cervical (471 ohms) sites. Both placements were not felt, but later on the cervical lead was working at a low amplitude setting. It was alter reported that the lead had fractured and was revised in (B)(6) 2010. The lead was disposed of at the surgery center. The stimulation was capturing all of the pain areas and was working properly. She was doing wonderful.